Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - complaint description changed, h6 - device code change from "electrical/electronic property problem" to "failure to delivery energy. Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) enter investigation findings: the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was torn a little bit and detached from the middle, exposing the metal from the base of the cold jaw. The detached part was not returned for evaluation. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was not confirmed but confirmed for analyzed failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery tips didn¿t heat. Happened during middle of case. It is unknown whether it beeped. The problematic device was used on radial and another kit was used for vein so they finished case with this other kit. No patient harm. No additional incisions.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery tips didn¿t heat. The problematic device was used on radial and another kit was used for vein so they finished case with this other kit. No patient harm. No additional incisions.